Event description:
It was reported that the aq2010v three piece silicone was opened and there was pt contact. Further info was requested from the surgeon but yet forthcoming. If any additional info is received a supplement medwatch form will be submitted.

Manufacturer narrative:
(B) (4). Results - visual inspection of the returned product showed one the haptics was torn off and the other haptic torn off from the optic and was missing. There was evidence of a clear surgical residue. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).